Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the IV set cracked and leaked from the y-port during an infusion of chemotherapy. There was no report of patient or staff harm. Although requested, no additional information about the patient, medication, or event provided.